Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Patient identifier unknown / not provided. Weight unknown / not provided.

Event description:
Doctor indicated the implant had to be removed due to allergic reaction and infection. Pain were reported as result of the event.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: b4: date of this report b5: describe event or problem g3: date received by the manufacturer h1: type of report, follow-up number h2: follow up type h3: device evaluated by manufacturer: change ¿no' to 'yes' h6: evaluation codes h10: additional narrative. Two implants were returned for investigation.visual evaluation of the as returned product identified both products are within specification, where measured. No malfunction identified. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was moderate bone density (type ii). The reported device was located on tooth # 46 (fdi) and was used for approximately 3 months, and 15 days. The customer did not provide any pictures or x-rays. Review of appropriate documentation: documents reviewed: 4869 rev 9-10/19; adverse effects; page 2. DHR review: DHR review was completed for the subject lot number (1238406). It was confirmed that all operations and inspections were executed as per applicablevprocedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization review: sterilization record (op#150) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review: complaint history review was performed for the reported lot number (1238406) for similar events and no other complaint was identified. Review completed utilizing keywords: 'allergic reaction, infection'. Post market trend review: feb post market trending was reviewed and there were no actionable events or corrective actions for the reported event (allergic reaction, infection) orvproduct (tsv4b8). No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, device malfunction has not occurred and the reported event was non-verifiable.

Event description:
No further event information is available at the time of this report.